Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV extension sets will not allow flushing of the tubing or retrieval of blood samples could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the largebore 8 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: IV extension sets will not allow flushing of tubing or retrieval of blood samples,at least 20%plus are wasted daily if not more as the extensions will not flush.

Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for eval.?: yes d.10 returned to manufacturer on?: 2021-08-31 there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 21059611 d.4. Medical device expiration date: 2024-05-12 h.4. Device manufacture date: 2021-05-11 d.4. Medical device lot #: 20119629 d.4. Medical device expiration date: 2023-11-23 h.4. Device manufacture date: 2020-11-23 d.4. Medical device lot #: 20119631 d.4. Medical device expiration date: 2023-11-24 h.4. Device manufacture date: 2020-11-23 d.4. Medical device lot #: 21029634 d.4. Medical device expiration date: 2024-02-18 h.4. Device manufacture date: 2021-02-16 h.6. Device return to manuf.?: yes h.6. Device eval by manufacturer?: yes h.6. Imdrf annex b grid: b01, b11, b14 h.6. Imdrf annex c grid: c19 h.6. Imdrf annex d grid: d14 h.6 investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the IV extension sets will not allow flushing of the tubing or retrieval of blood samples could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no device problem was found. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 20059e lot number 21059611 was performed. The search showed that a total of 8803 units in 1 lot number was built on 13may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10